Manufacturer narrative:
H.6. Investigation: three photos were received and evaluated. One photo displayed the top view of three blisters packs with section circled in red that appeared to indicate small tears in the package consistent with the location of the flange of the syringe. One photo displayed the bottom view of a blister pack with significant wrinkling in the flange area. There was also a black circle drawn on the package but was unclear what was indicated. One photo displayed a 100-count carton from batch 7240921 (p/n 309628). On the top left corner of the box there appeared to be a significant crease or a shadow but was unclear in the photo. The three blister packs with open seals were rejectable per product specification. A potential root cause for the damage package defect could not be determined based on the evidence provided. Additional photos of the box would be helpful for a more through evaluation and root cause determination. DHR was performed. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect.no corrective actions are necessary at this time. H3 other text : see h.10.

Event description:
It was reported that 16 syringe 1ml ll w/o dn had damaged packaging which compromised sterility. The following information was provided by the initial reporter: "on (B)(6) 2020., during the inspection of batch 7240921 syringes by our company, it was found that the smallest packaging was damaged. Among them, the printing surface of 15 syringes was damaged, and the damaged position was in the middle of the product barcode (see the picture for details), which corresponded to just it was the syringe handle; another syringe package surface was damaged (see the picture for details, which has been marked with a black marker). This type of packaging damage affects the sterility of the final use process without identification."(B)(6)

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 16 syringe 1ml ll w/o dn had damaged packaging which compromised sterility. The following information was provided by the initial reporter: "on (B)(6) 2020, during the inspection of batch 7240921 syringes by our company, it was found that the smallest packaging was damaged. Among them, the printing surface of 15 syringes was damaged, and the damaged position was in the middle of the product barcode, which corresponded to just it was the syringe handle; another syringe package surface was damaged this type of packaging damage affects the sterility of the final use process without identification."